Event description:
This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 11-jan-2018 from other non-healthcare professional. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and after unknown latency had swelling, pain and major effusion in both knees, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 48 mg once (indication: not provided; batch/ lot number: 7rsl021 and expiry date: unknown) in both knees. On an unknown date in 2017, she had swelling, pain, and had major effusion in both knees. She said the physician drained the knees and gave the patient depo-medrol injections in both knees corrective treatment: depo-medrol injections for pain and swelling; drained the knees, depo-medrol injections for major effusion in both knees; not reported for device malfunction outcome: unknown for all events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 19-jan-2018: this case concerns a male patient who suffered from swelling of knees, pain in both knees and knee effusion after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.